Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Immediately following a radio frequency ablation procedure, the skin was red. When the patient came in for a follow-up appointment, a burn was noted at the grounding pad site. This was not the patient's first rf procedure. The grounding pad was placed on the flank of prepped skin with no overlapping or wrinkles. The generator was set to 80 degrees for 60 seconds. The burn was treated with over the counter medications and the patient is currently in stable condition. There we no performance issues or alarms noted during the procedure.